Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event of no image could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted. As part of the investigation, olympus made multiple follow up attempts with the user facility to obtain additional information regarding the reported event (including sections (e2 & e3) but with no results.

Event description:
A user facility reported to olympus that the image was intermittently lost on a new display during an exam. There was no patient injury, associated with the problem, reported to olympus. This is report #1 of 4 due to multiple events reported.